Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported lower than expected results for several hematology parameters were generated for one patient sample as follows: wbc=1.36 k/ul, rbc=2.91 m/ul, hgb=7.90 g/dl and hct=23.9%. The sample was repeated yielding higher results: wbc=6.65 k/ul, rbc=4.43 m/ul, hgb=14.4 g/dl and hct=41.9%. No adverse outcomes were reported related to this issue.